Event description:
A report was received that the patient was charging every day but still would not attain a full charge. The physician believed that it was due to the number of years that the ipg had been used. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was charging every day but still would not attain a full charge. The physician believed that it was due to the number of years that the ipg had been used. The patient will undergo an ipg replacement procedure.